Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The abscess rate seen ((B)(4) worldwide incidents out of estimated (B)(4) procedures performed to date) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who experienced bilateral axillary lesions 17 days post miradry treatment. Oral antibiotics (dalacin c 300mg tid for 7 days) were prescribed 13 days post-treatment, but symptoms did not improve. The treating physician suspected the lesions were abscesses but was unable to perform a physician examination since the patient lived too far from the treating clinic. The treating miradry physician referred the patient to her gp, who referred her to a surgeon. The surgeon drained the abscesses and prescribed another round of antibiotics. At 39 days post-treatment, the abscesses have not reoccurred.